Manufacturer narrative:
It was indicated this rv lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device replacement procedure, this right ventricular (rv) lead could not be connected to the competitor device. As a result, the rv lead was removed. No adverse patient effects were reported.